Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was high. The customer reverted to insulin pens for diabetes management. As the pump battery had depleted and had not yet been recharged, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.

Manufacturer narrative:
Additional information received indicated that the customer has not had any further issues and the pump has been "working fine." The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.